Event description:
It was reported that the right atrial lead some short interval counts indicating oversensing. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lead has now been returned. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right atrial lead some short interval counts indicating oversensing. The lead was removed and replaced. In addition the defibrillation lead was returned, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing environmental stress cracking was breach (non-electrical), there was an exposed defibrillation coil with a white substance, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breach cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. The lead has now been returned. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.